Event description:
The following has been reported: will not power up, cant pull logs. A preliminary review of the logs was not performed. The device was returned for evaluation. When powered on the pump would remain on the ivenix logo screen indefinitely with none of the subsystems performing their startup sequences. A new som was installed and all functionality was restored. Due to the failure of the old som, log files were unable to be reviewed. It was also found the pressure flex cable was pinched under the rear housing but the unit is still getting correct pressure readings during functional testing. The pressure flex cable will be replaced due to the pinch. Reporting as a conservative measure due to the som replacement resolving the issue during investigation. No adverse effects were reported.